Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was reviewed and check plunger sensor error was listed. During analysis, the reported issue was able to be duplicated. Flippers is touching the top of the ear clip when plunger assembly was pushed all the way in. Service replaced all the plastic parts of plunger assembly. Performed pm maintenance and all functional testing.

Event description:
It was reported that a plunger sensor error was experienced.